Event description:
It was reported that during orthopedic surgery, heart arrest occurred during 20 seconds. The pacing threshold and impedance were unstable. The doctor suspected lead trouble, but took a wait and see approach. Lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.